Event description:
It was reported that(1) ax55b was used during a sigmoid colectomy procedure. It was reported by the rep that the surgeon fired the stapler and it appeared that the staples failed to form. They appeared to come out in their original open box form. A second ax55b was placed distal to the original placement and fired with success. The tissue was transected and removed. The case was completed and there was an extended or time by three minutes.